Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg has reached end of service. A manufacturer representative met with the patient and confirmed the issue, deeming the ipg inoperable. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on june 27th wherein the scs ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.